Manufacturer narrative:
This report is for unknown screws: zero-p va. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an anterior cervical discectomy and fusion using the constructs zero profile variable angle. When attempting to put in the last screw, the medial tab or blocking mechanism to prevent screw backout would not deploy. Unable to remove the screw or the implant, the implant was left without the removal of the screw or deployment of the blocking mechanism during surgery. There was a surgical delay of sixty (60) minutes while attempting to remove the screw and implant. The procedure was not successfully completed. The blocking mechanism was not deployed. Patient status is unknown.  Currently, there is no plan to remove the implant. A review of film with the doctor is scheduled to be held in 4-6 weeks to confirm the security of the implant. This complaint involves one (1) device. This report is for one (1) unknown screws: zero-p va. This is report 1 of 1 for (B)(4).